Event description:
It was reported that during a routine follow-up, intermittent undersensing was observed on real-time egm. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.